Event description:
It was reported to boston scientific corporation that a resolution clip device was being used during a colonoscopy procedure. According to the complainant, during the procedure, the sheath came off. Although the clip remained on the catheter it would not deploy. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis, but the failure analysis has not been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).